Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed bsc ID:(B)(4). Tw#: (B)(4).

Event description:
It was reported that a groin bleed occurred. A left atrial appendage (laa) closure procedure was being performed. Prior to insertion of the watchman® access system (was), a transeptal sheath was inserted and the patient experienced some "leaking" around the sheath. A watchman ® laa closure device was successfully implanted and the devices were removed. The physician attempted to do a figure 8 stitch; however, the patient experienced a superficial tissue tear. Manual pressure was held, but the bleeding would not stop so the patient was sent to surgery. The patient was discharged without any further issues.